Event description:
It was reported that during implant, measurements were good when the screw was not in position, and bad when the screw was in position. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field complaint of a lead anomaly was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. No anomaly was found, (B)(4).